Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: concomitant medical products: unknown dermatome hose, lot#: unk, serial#: unk. Unknown dermatome hose, lot#: unk, serial#: unk. Unknown dermatome hose, lot#: unk, serial#: unk. G2: foreign - event occurred in norway. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time the device was leaking in the entrance of the air-coupling at the dermatome or right inside of the dermatome. When testing the dermatome, it was on and off, mostly off. Sometimes it worked with full speed, low speed, and sometimes you'd just hear a hiss of air and no drive on the dermatome. It is unknown if there was patient impact or involvement. Due diligence is complete as no further information is available. As no additional information is available, we are unable to provide further information.